Event description:
Reporter stated that the customer experienced a leak in the extension set tubing. The home patient reportedly followed proper procedures of priming. The patient's spouse checked the line around 2:00 am and it all seemed fine. At around 5:00 am, however, the extension was perforated and created a flood, causing damage to carpet,table,telephone,chair, and first story picture frame and wall. The patient keeps the product at room temperature. No patient injuries or medical intervention occurred as a result of the event.